Event description:
Medics responded to a person described as in cardiac arrest. The pt was connected to the device with disposable defibrillation/ECG electrodes and button pressed. According to the reporter, the device alarmed "attach defib cable" and would not analyze the pt's ECG. Connections were checked and rechecked until, according to the report, the message disappeared and the device functioned properly. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending medic's assessment of the pt's viability.